Event description:
Incident reported as: a pt was on bipap therapy and had the mask on when his oxygen saturation started dropping. It was then noticed the mask was broken and could not be used. Immediate oxygen therapy was required. No pt injury was reported.

Manufacturer narrative:
Sample has received but investigation is not completed. Investigation is ongoing and not completed yet. A follow up report will be sent when investigation is completed.